Event description:
It was reported that the patient experienced inappropriate therapy due to a confirmed fracture and noise/oversensing on the right ventricular (rv) lead. The oversensing was noted on stored electrograms (egm). It was noted that the rv lead exhibited high and undefined defibrillation impedance measurement and high and undefined tip to coil pacing impedance measurements. It was also noted that the delivered therapy was less than the programmed output due to the high defibrillation impedance measurement. It was further reported that the patient had six second sinus pause without escape. T-wave oversensing (twos) was noted on stored electrograms (egm) of the rv lead. It was noted that the rv lead had a lead integrity alert (lia) triggered due to high-rate non-sustained episodes and an impedance variation. The rv lead also exhibited short v-v intervals. Reprogramming was done to turn off therapies and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.